Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During evaluation it was observed that the error log was not acquired when "read log" was executed. The device's display board was replaced, and the software was reloaded to address the issues. In addition of the above evaluation, the device's machine flow sensor was replaced as preventive action.